Manufacturer narrative:
Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge. After the first attempt at implantation, the surgeon attempted to reposition the lens, however, it became stuck in the injector and could not be redeployed. The lens was inserted and removed. The patient status was reported as unknown. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that after the first attempt at implantation, the surgeon attempted to reposition the lens, however, it became stuck in the injector and could not be redeployed. The lens was reposition in the delivery system and not in the patient's eye, hence, the lens was stuck in the injector. Therefore, event is no longer reportable as customer reported a stuck in cartridge issue. No further information will be provided under this manufacturer report number 3012236936-2023-00970. Section h6: health effect - impact code: 4627 no longer applies. Section h6: medical device problem code: 2983 no longer applies. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.